Manufacturer narrative:
Stryker sustainability solutions resterilized the complaint device through our open-but-unused process. The complaint device was not returned to sss for evaluation. Since the device could not be evaluated a root cause could not be determined. However, potential root causes are: - peeled coating due to mishandling subsequent to distribution from stryker; - peeling material is unrelated to device and originated from an external source. The original manufacturer's instructions for use state: "store in a cool, dark, dry place." "Do not expose to organic solvents." "Do not use a metal torque device or metal insertion tool on a hydrophilic guidewire. This may damage and/or compromise the integrity of the coating. If difficulty in grasping the wire is experienced due to the lubricious surface of the wire, the plastic torque device provided with the product may be used." The device history record for the complaint device indicates the device passed all inspections prior to release from sss. This is the first complaint of this nature that sss has received.

Event description:
It was reported through a medwatch reported received from the FDA, "after advancing a #5-french sheath over the guidewire, the physician removed the guidewire and noted that, while the guidewire was intact, the hydrophilic coating was partially peel away from the guidewire, but still attached." An x-ray indicated there was no residual coating left inside the patient. No patient injury was reported by the user facility.